Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation and implant removal from textured to smooth due to the concerns of the product. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events of deflation and anxiety - product/ procedure was received on (B)(6) 2025, with catalog number mcghan450cc. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as fold flaw opening. Anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation and implant removal from textured to smooth due to the concerns of the product". This record is for the left side. The device has been explanted and replaced.